Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that "I want this thing out. I haven't had a moment of rest. I can't sleep in the left or the right side". The patient reported having ¿so much pain¿ in the shoulder, heart flutters, a sensation of something pressing with the heart, hiccups occurring when the device ¿kicks in,¿ severe flutters when the device ¿kicks in,¿ and side pain and ribcage pain when trying to rest or move the body. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.